Event description:
It was reported that the stent delivery system (sds) was unable to be removed, resulting in additional intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The stent was successfully deployed however; the physician was unable to remove the sds. The physician attempted to recapture the sds, attempted to manipulate the neck, and attempted to advance a buddy wire to remove the sds, but troubleshooting attempts were unsuccessful. The physician converted the procedure to a carotid endarterectomy (cea) and surgically explanted the stent. A portion of the artery was removed and bypassed, and the patient was admitted to the hospital beyond the standard of care as a result of the event.

Manufacturer narrative:
Updated fields: b5 - describe event or problem. H6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the stent delivery system (sds) was unable to be removed, resulting in additional intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The stent was successfully deployed however; the physician was unable to remove the sds. The physician attempted to recapture the sds, attempted to manipulate the neck, and attempted to advance a buddy wire to remove the sds, but troubleshooting attempts were unsuccessful. The physician converted the procedure to a carotid endarterectomy (cea) and surgically explanted the stent. A portion of the artery was removed and bypassed, and the patient was admitted to the hospital beyond the standard of care as a result of the event. It was further reported that the portion of the common carotid and internal carotid artery were removed due to damage and existing disease. The physician elected to repair the artery with a tubular graft.